Event description:
(B)(6).

Manufacturer narrative:
The most probable cause to this event is incorrect application of the sling to the sling bar. Customer will be recommended to perform training for the staff on proper lifting technique.